Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. The patient required surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of external wear and tear, multiple contaminants on exterior of base unit. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence dust contamination throughout the airpath, on/in blower, and on sound abatement foam. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of excessive mineral deposits and other contaminants on the interior of humidifier water tank enclosure. The manufacturer concludes there was evidence multiple contamination and dust contamination inside and outside the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3 and h6 has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.